Event description:
New information received notes there was continued oversensing. No changes were reported. There were no patient consequences.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. No changes were reported. The patient status was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. No changes were reported. The patient status was stable.